Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary 4.2 failed and cubies were not detected on the bus. A field service engineer (fse) ran diagnostics were run, but the issue persisted. The board was tested with a meter and found to be functioning correctly. The fse then replaced the retractor band and the board due to numerous failures, rebooted, tested functionality and resolved the issue. The system was rebooted and tested successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary multiple drawers were failed and cubies not detected on bus. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.